Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate atp therapy for svt. It was noted that due to the extended pvab of 170ms, the p waves started to fall into blanking, which led to an inappropriate v>a rate branch diagnosis, which delivered atp. Further information was requested however, was not provided.